Event description:
It was reported that the patient experienced a prolonged low blood glucose event of about an hour overnight while using an fsl3+ cgm with the ilet system; the lowest confirmed value was 70 mg/dl by glucometer, and the patient had treated with oral carbohydrates (a banana estimated at 25 g) after noting a low alert and cgm reading issues; the event was attributed to bedtime milk intake causing a rise in glucose followed by pump correction dosing that led to hypoglycemia, and the cgm issue was documented separately. Symptoms included hypoglycemia with shaking and tremors. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem was found, a usage problem was identified, and the issue related to user interface and improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error caused or contributed to the event.